Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2: reference MFR. Report#1627487-2019-00021. It was reported the patient's dbs lead was fractured due to hitting their head on the concrete as a result of a fall. Reportedly, surgical intervention was undertaken where the right lead was replaced. Effective therapy was achieved postoperatively and the issue resolved.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00021.